Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instruction for use (IFU) is adequate for the reported device/patient and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during treatment of calcified lesion, the recanalization catheter allegedly overheated. Reportedly, the recanalization catheter was removed from the patient without any issue. It was further reported that catheter and guidewire were used to cross the lesion. There was no reported patient injury.

Event description:
It was reported that during treatment of calcified lesion, the recanalization catheter allegedly overheated. Reportedly, the recanalization catheter was removed from the patient without any issue. It was further reported that catheter and guidewire were used to cross the lesion. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation is currently under way.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one crosser 14s was returned for evaluation. No anomalies were visually identified on the returned device. The device was functionally tested using an in-house generator and flowmate. The device was able to produce vibrations throughout the entire length of the catheter. Misting was observed exiting the distal tip. The distal tip of the catheter was pressed against one end of a plaster tile for five minutes, and was able to penetrate the tile with no issues. No over heating was noted. The catheter passed all functional testing. Therefore, the investigation is unconfirmed for the alleged overheating issue. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during treatment of calcified lesion, the recanalization catheter allegedly overheated. Reportedly, the recanalization catheter was removed from the patient without any issue. It was further reported that catheter and guidewire were used to cross the lesion. There was no reported patient injury.